Manufacturer narrative:
Information indicates this device is currently in the possession of the patient. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was asked to perform a patient-initiated interrogation (pii) associated with their insertable cardiac monitor (icm) device. Boston scientific technical services (ts) assisted with the pii, but the magnet was unable to wake up the icm device after several attempts. Ts encouraged the patient to work with the clinic to either try a stronger magnet or use an x-ray to locate the icm device implant location. The patient was subsequent seen in the clinic and the healthcare provider (hcp) indicated they attempted to interrogate the device with both a patient mobile monitor (pmm) and a clinic mobile monitor (cmm) and were unsuccessful. The hcp noted they also used a donut magnet. The hcp indicated they can no longer feel where the device is located in the patients body. Ts advised the next step would be to perform an x-ray to try to locate the device. The patient was subsequently seen in a clinic again and a boston scientific field representative contacted ts to review device data. Ts noted that the device had not connected since approximately one month ago and the last presenting electrogram is nothing but noise and a small signal amplitude. Ts asked if the patient had moved the device and the representative indicated they did not know but they will discuss this with the clinic. Subsequent additional information was received from the representative that indicated an x-ray was performed and the device was not located within the patients body. There was no evidence of device migration with the patients body. It was indicated that no additional actions were taken or are planned and there were no patient symptoms or adverse patient effects.